Manufacturer narrative:
Concomitant product: product ID d224drg, serial # (B)(4), implanted: (B)(6) 2009.

Event description:
It was reported that the patient presented to the emergency department after receiving six inappropriate shocks due to the right ventricular (rv) lead experiencing t-wave oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.